Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. No motor error alarms or unexpected excessive no delivery alarms noted. The motor was tested outside the device and passed. Insulin pump received with missing end cap sticker, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 429mg/dl on (B)(6) 2018. Customer¿s blood glucose was 540mg/dl at time of incident and current blood glucose was 164mg/dl. Customer had symptoms like difficulty breathing, blurry vision, dizzy, nauseous, thirsty, ketones, frequent urination. Customer was treated with manual injection. Customer stated that motor error on insulin pump which lead the customer to high blood glucose and diabetic ketoacidosis. Customer was off to insulin pump for less than 48 hours prior to hospitalization. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. No motor error alarms or unexpected excessive no delivery alarms noted. The motor was tested outside the device and passed. Insulin pump was received with missing end cap sticker, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.